Manufacturer narrative:
Correction: b5 - the right ventricular lead exhibited diminished sensing in addition to the aforementioned complaints.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's right ventricular lead and atrial lead exhibited high capture thresholds. No intervention was performed. The patient was stable.

Event description:
New information received notes that the patient's atrial lead exhibited capture failure due to high capture threshold. During lead revision, insulation breach was discovered. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high capture threshold, failure to capture, p-wave amp variation and insulation breach were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Final analysis did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.